Event description:
Information received indicates the head section will not lower when using the CPR lever.

Manufacturer narrative:
The technician isolated the issue to the CPR valve. He replaced the CPR valve to repair the bed. The bed is now functioning correctly.